Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference #(B)(4), is related to the same event. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial fibrillation procedure with a preface sheath which was irrigating inadequately as flow could not go through the sheath. The bwi failure analysis lab received the device for evaluation. Upon receipt, the preface sheath (sheath introducer) was visually inspected and it was found in normal conditions. Vessel dilator was also returned and it was found in good conditions as well. Then per the reported event, a microscopic visual inspection was performed over the two devices and no damages were observed. Afterwards, a dimensional testing was performed over the vessel dilator and sheath introducer and both were within specifications. In addition, the vessel dilator was introduced through the sheath introducer and no resistance/friction was experienced. Finally a lab sample smart touch was introduced through the sheath introducer, an irrigation test was then performed and no occlusions were observed. Water was flowing normally the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a preface sheath which was irrigating inadequately as flow could not go through the sheath. There was no patient consequence. Per 21 cfr, part 803, this complaint is reportable.